Manufacturer narrative:
The product has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).

Event description:
A surgeon noted that he has about one in ten pts that reported experiencing negative dysphotopsia following intraocular lens (iol) implant procedures. These pts typically reported a shadow obstructing the temporal field of vision. The pt would report a feeling as if his/her eye was constricted from the lateral side. Some pts would report this as a constant flickering of the vision temporally. The event would subside following the use of dilator eye drops of sunglasses. The surgeon reported that he is using a different model lens now and is seeing one in four pts reporting dysphotopsia. The surgeon does not feel the problem is related to the site of incision or the size of the pupil, as younger pts with wider pupils are also reporting negative dysphotopsia. The symptoms are highly disturbing to the pt and they increase the pts dissatisfaction. The surgeon wonders if the square edge design of the lenses contributes to these events. There are two medical device reports associated with this event. This report is for the first lens model group.